Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient's mother stated they were out for lunch and she noticed the patient turned pale and their pupils changed. The patient stated he was okay and checked the cgm that was reading 79mg/dl. The patient took dextrose and drank apple juice but 5 minutes later he went unconscious. The patient's mother called the paramedics at 12:16pm and when they arrived, they checked the patient's bg and the meter was displaying 40mg/dl compared to the cgm reading of 80mg/dl. The paramedics treated the patient with glucose and a nacl infusion. At the time of contact, the patient was doing well. No additional patient or event information is available. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
Upon further review, this record has been determined to not be reportable based on confirmation that no inaccuracies occurred. Please disregard initial reporting under MFR# 3004753838-2018-80520.